Event description:
As reported by implant patient registry, approximately 2 months and 10 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted. An edwards surgical valve was implanted. Per medical record review a tee performed noted the patient presented with moderate calcification of bioprosthetic aortic valve with moderate stenosis with lv ef 45-50%. The bioprosthetic aortic valve showed moderate calcification and mild to moderate aortic insufficiency with an av peak/mean gradient of 35/16mmhg.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this reported have been corrected: b.5, h.6 clinical code (from 4580 to 4446) and device code (from 1077 to 2921). The complaint for ''post-implantation - stenosis'' was confirmed based on the medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, medical records echo prior to explant disclosed the aortic valve area (ava) was <1cm2, suggesting stenosis, with elevated pressure gradients. Due to limited information available for this case, a definitive root cause for stenosis was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
Per medical record review a tee performed noted the patient presented with severe symptomatic aortic stenosis, chf. Per tte, trace central regurgitation, av peak gradient 64 mmhg, mean gradient 36 mmhg, ava vti 0.94cm2. The patient underwent re-do avr with explant of tavr valve and implant of a 25mm inspiris valve.